Manufacturer narrative:
We were unable to perform displacement test due to completely broken off reservoir tube lip. The device was received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring, stained endcap sticker and stained address or serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 210mg/dl at the time of the incident. Customer states that she has a crack on pump where reservoir is placed so reservoir is very loose in the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.